Manufacturer narrative:
It was later reported from the clinic staff that the lead was in the left ventricle. At this time, nothing is being done to the lead or system.

Event description:
Boston scientific received information that the impedances on this left ventricular lead had decreased from 950 to 450 ohms. In addition, an x-ray appeared to show that this lead had possibly dislodged to the right ventricle. No adverse patient effects were reported.

Manufacturer narrative:
Technical services advised further troubleshooting. Resolution was requested from the field. Should additional information become available this event will be updated.